Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of large volume folfusors leaked from the blue cap. The devices had been filled with tazocin antibiotic. This occurred prior to patient use. There was no patient involvement. No additional information is available.